Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. The patient stated they live in a nursing home and was found unconscious by the nurse after the device failed to alarm for hypoglycemia. She did not have the bg and cgm values but stated that the device failed to alarm for the low value because of a false high reading. The nurse immediately began to treat her with glucose pills, glucose under her tongue, and glucose injections, which brought her back to consciousness. She was also given protein, (peanut butter) and apple juice. Following the event, the facility checked her bg every 2 hours through the night, and she remained stable. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.